Event description:
It was reported that pump experienced malfunction alarm with non-resettable malfunction code and no notable events occurred before issue. There was no adverse impact to the customer¿s blood glucose level. Customer switched to multiple daily injections as backup therapy while technical support arranged replacement pump under warranty, confirmed shipping details, and provided instructions for placing pump into storage mode, returning malfunctioning pump within 10 days, and setting up and connecting replacement pump with updated software, which customer understood and acknowledged.